Manufacturer narrative:
One pneupac ventilator was returned for analysis. Visual testing was performed. The issue was confirmed. The device had damaged knobs and the CPAP needs calibration. The damaged parts were replaced, calibration was performed, and preventive maintenance was performed.

Event description:
Information was received that the pneupac ventilator had damaged knobs , the plastic was missing and the CPAP flow was not calibrated. There were no adverse events reported.